Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and stains were observed on the sample. No other issues were observed. The sample was then functionally tested. The clear cuff was inflated to 25mbar and the cuff was unable to inflate. The sample was immersed into water with air injected into both the clear and blue cuffs. Bubbles were observed coming from the clear cuff, while no bubbles were observed coming from the blue cuff. The area of leakage on the clear cuff was inspected under magnification and it was observed that there was a "u" shaped cut mark. It is possible that the defect occurred during product handling. It was reported that the product failed during use. A 100% cuff leak test is performed at the manufacturing facility; therefore, and defects would be detected prior to release.

Event description:
Customer complaint alleges that the "doctor found tube leakage during use in esophagus cancer operation. Changed for another tube to completed the surgery". There was no report of harm or injury to the patient.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the "doctor found tube leakage during use in esophagus cancer operation. Changed for another tube to completed the surgery". There was no report of harm or injury to the patient.